Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 420 mg/dl and 410 mg/dl. Customer treated with manual injection. Customer' blood glucose level at the time of the call 266 mg/dl. Customer also received a no delivery alarm. Declined troubleshooting, due to it being a past event. No additional info was provided.